Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative observed the top and auxiliary illuminators worked without issues and to specifications. The company service representative observed no other illuminator issues. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-53390.

Event description:
A customer reported that towards the end of a vitrectomy and endolaser procedure, the illumination went out in all four ports at the same time. The endolaser probes, light pipes, and cassettes were switched out, but this did not solve the issue. The surgeon was able to complete the case with ambient light. There was no patient harm.